Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit displayed "status 66", "status 93", "status 110" messages, and a "cannot dump" message. The complainant indicated that there was no patient involvement in the reported malfunction.